Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
According to the initial reporter, the catheter was being used as an arterial monitoring line when it cracked. The catheter was then replaced. It was noted that the catheter was bent at the hub. No adverse events have been reported.

Manufacturer narrative:
(B)(4). Investigation: a review of complaint history, instructions for use (IFU), review of quality control (qc) and a visual inspection was conducted during the investigation. A visual examination of the product was completed. There did not appear to be any fractures on the hub of the catheter although minor scratches were present. The returned catheter had dried blood on the hub of the catheter consistent with the report that the catheter had cracked and was replaced. The fitting between the hub and the tubing of the catheter was bent. The device is inspected per qc to confirm the correct proximal fittings are clean, free of damage and securely attached. The IFU provides instructions when placing the catheter to prevent backward or forward catheter movement. The root cause has been determined to be excessive force on the catheter during its introduction into the vessel. Instructions for use state "introduce the central venous catheter over wire guide. While maintaining wire guide position, advance catheter into vessel with a gentle twisting motion." As the catheter fitting is inspected at 100% to ensure no damage to the proximal fittings, it is likely that the crack occurred during use. It is possible that the end user used too much force when twisting the catheter into the vessel, thus causing a bend in the catheter and ultimately a crack. No further action are required at this time. The appropriate internal personnel have been notified.

Event description:
According to the initial reporter, the catheter was being used as an arterial monitoring line when it cracked. The catheter was then replaced. It was noted that the catheter was bent at the hub. No adverse events have been reported.